Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient¿s neurostimulator was explanted on (B)(6) 2019 per the patient¿s choice. On 2019-10-25, it was reported that the patient reported on (B)(6) 2019 they had an increase in lower back pain. They were evaluated on 2019-05-09 for the increased low back pain that was to be treated by stimulation, where they requested the device be removed as it was not helping and there was discomfort near the pocket site. A manufacturer representative (rep) interrogated the device and found it was functioning properly. The patient elected to have the device removed and, on (B)(6) 2019, the system was removed. It was later reported that there was a loss of therapeutic effect resulting in the low back pain. It was noted that the issues were unlikely related to the device, therapy, or procedure. However, on 2019-10-28, it was reported that the patient had a decrease in therapeutic effect and pain at the pocket site/increased low back pain on (B)(6) 2019, which was possibly related to the implant procedure. The pocket pain was noted to be one reason for the removal of the system. These issues were resolved without sequelae as of (B)(6) 2019, when the system was explanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was updated that the event was possibly related to the device or therapy. No further complications were reported/anticipated.